Event description:
It was reported that a perforation occurred. A greenfield filter was implanted on (B)(6) 2000. On (B)(6) 2019 the patient had a CT of their abdomen. The imaging showed that a stainless steel greenfield ivc filter in position with the apex at the level of the renal veins. A fractured strut is demonstrated in the right perirenal adipose tissue, having penetrated the inferior vena cava. The filter hooks have also apparently penetrated the ivc wall. Two are demonstrated impinging on the duodenum. The others are within the retroperitoneal adipose tissue. The patient is showing no symptoms or complications as a result of this event. The physician planned to check with the patient and reevaluate the filter in another year.